Manufacturer narrative:
During the eval of the device at the MFR's service center, the display screen was found to be cracked and unreadable. The device's lcd screen and lcd backlight cable were replaced to address the issues.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.